Manufacturer narrative:
Additional information was received indicating that the patient was (B)(6) with a birth date listed as (B)(6); weight of (B)(6). Other relevant history and pre-existing conditions reported: short bowel syndrome, hx of bowel obstruction, chronic lung disease, abdominal distension, ventilator dependent, tracheostomy dependent, global developmental delay. It was also reported that the patient received additional IV hydration and that pump was exchanged immediately and that the patient was in stable condition.

Event description:
Information was received indicating that during the removal/end of therapy, it was noted that the smiths medical cadd solis vip pump did not infuse over 15 hours. The reporter indicated that the event log showed infusing correct amount every 15 minutes of snap shot and no alarms were noted. In addition, the reporter also indicated that the central IV catheter was functioning well, and no obvious obstructions were noted to the medical back pack pouch. In addition, the reporter indicated that the patient was stable, but potential of hypoglycemia, electrolyte imbalance or dehydration were great concerns. No adverse effects were reported.